Manufacturer narrative:
4 of 4 devices were returned for evaluation. Evaluation of 4 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 4 malfunction events where a midwest e mini handpiece would not hold burs. No injury resulted in any of the events.